Manufacturer narrative:
Blocks d4 (lot number, expiration date) h4 (device manufacture date) have been updated based on the additional information received on december 17, 2024. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an ultraflex tracheobronchial stent was received for analysis; the stent was not returned. Visual examination of the returned device found the shaft was bent. Media inspection was performed as a photo was provided, and it was observed that the stent was fully expanded and deployed. No other problems were noted with delivery system. Product analysis could not confirm the reported event of stent positioning issue as this event occurred during the procedure and it is not possible to be replicated in the laboratory of analysis. The reported event of shaft kinked was confirmed. The investigation concluded that the reported events were most likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported events. The reported event of stent positioning issue is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left main airway to treat a 12mmx20mm airway stenosis during a bronchoscopic stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the delivery shaft was kinked, and the stent was not place in the correct location. The stent was removed using forceps, and the procedure was ended after balloon dilation. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left main airway to treat a 12mmx20mm airway stenosis during a bronchoscopic stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the delivery shaft was kinked, and the stent was not place in the correct location. The stent was removed using forceps, and the procedure was ended after balloon dilation. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.